Manufacturer narrative:
The reported events were loss of capture and cardiac perforation. As received, a complete lead was returned in one piece. The reported event of loss of capture was not confirmed. Analysis was normal. No anomalies were found. The cause of perforation could not be traced to the lead.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had no capture. Upon further inspection, it was discovered the rv lead had perforated the heart. The rv lead was explanted and replaced. The patient was stable throughout the procedure.